Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the laser fiber broke about five centimeters from the tip when it was withdrawn from the scope. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Problem code 1069 captures the reportable event of  fiber broke. Investigation results: a flexiva 200 laser fiber was returned broken in two pieces. The first piece measured approximately 246.1 cm from the connector to the break. The second piece measured approximately 69.8 cm from the break which includes a portion of the distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with normal degradation. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. The condition of the returned device confirmed the event. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the laser fiber broke about five centimeters from the tip when it was withdrawn from the scope. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.